Event description:
It was reported that the vns patient wanted to explant his device since he was experiencing voice alteration and an increase in seizures. Follow-up with the physician¿s office indicated that the patient was seen on (B)(6) 2015 and the device settings were decreased at the time. It was the patient¿s decision to lower the device settings who wants to eventually disable the device. It is believed that the patient¿s increase in seizures had resolved.